Manufacturer narrative:
It was reported to intuvie that during routine preventive maintenance (pm), the infusion pump failed the 30psi occlusion test, recording a pressure of 41psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be calibration issue. The high psi was recalibrated from 276 to 316psi which successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint #(B)(4).

Event description:
It was reported to intuvie that during routine preventive maintenance (pm), the infusion pump failed the 30psi occlusion test, recording a pressure of 41psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported